Event description:
It was reported that this pacemaker experienced false mode switching due to far-field oversensing, which was likely the cause of the patient's palpitations. During the collection period, brief atrial arrhythmia episodes were detected, and it appears the device was oversensing r-waves from nearby sources. The pacemaker is operating as programmed, and the automatic pace threshold tests were successful. The most recent lead tests were within normal limits. It was recommended that the patient follow up with a cardiologist to optimize the atrial sensitivity settings to prevent further oversensing. The hcp has been informed, and the reports were successfully sent via auto-fax. This device remains in service. No adverse patient effects were reported.